Event description:
On (B)(6), 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ping meter is giving an error 2. The complaint was classified based on the customer care advocate (cca) documentation. The issue began on (B)(6), 2013 at 1:01 pm. The patient did not take any action in regards to diabetes management at the time of concern. Thirty minutes later, the patient started feeling shaky but did not know whether she was high or low. There was no report of any required hcp treatment. It was determined that the error 2 was a test strip related issue. The testing process was confirmed to be correct. There was no product misuse. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after the error 2 message began.

Manufacturer narrative:
Follow-up # 1 (01/20/2014)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on 1/9/2014 and 1/15/2014 with the following findings: the meter and test strips both passed testing and functioned properly. No faults were found. The primary complaint was not confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.